Manufacturer narrative:
The event for disassembly was confirmed through visual inspection by the repair technician. The technician confirmed through visual inspection that the back cap screw had unthreaded. The account stated that the device had been dropped, which is known to cause the reported event.

Event description:
It was reported that following a procedure at the user facility the cordless driver 2 handpiece was dropped and fell apart. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that following a procedure at the user facility the cordless driver 2 handpiece was dropped and fell apart. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.